Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer's reported issue could not be duplicated through functional testing. The investigation found no issues with the device delivering. The investigation determined the issue was user related. No action will be taken.

Event description:
It was reported that the pump finishes infusion 30 to 60 minutes too quickly. There was unknown patient involvement. The reporter stated they loan the pumps to patients and when they are no longer needed, they are returned to the reporter with notes such as air alarm or finished too quickly or pump show error message. There was no further information to the reported over-infusion issue.